Manufacturer narrative:
E1 initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The device was returned with the balloon protector partially removed from the device. A visual examination identified that the balloon was not subjected to positive pressure. The balloon material and blades of the device were visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. All blades were fully bonded to the balloon material. A microscopic examination identified that the shaft was completely detached at the guidewire port. The shaft was also noted to be stretched beginning approximately 7mm distal of the break and extending approximately 6mm distally along the shaft. This type of damage is consistent with excessive tensile force being applied when attempting to remove the balloon protector without applying a sufficient vacuum to the device. The balloon protectors inner dimensions were verified using pin gauge and are within its specification. A visual and microscopic investigation identified no damage or any issues with the markerbands of the device that could have contributed to the complaint incident. A visual and tactile examination identified no issues with the hypotube of the device that could have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that a shaft separation occurred. A 4.00mm x 1.5cm x 140cm small peripheral cutting ballloon was selected for use. During preparation, when the protection cap of the the balloon part was removed, it was noted that the shaft part became separated.the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that a shaft separation occurred. A 4.00mm x 1.5cm x 140cm small peripheral cutting balloon was selected for use. During preparation, when the protection cap of the balloon part was removed, it was noted that the shaft part became separated. The procedure was completed with a different device. No patient complications were reported.